Event description:
It was reported that an angio-seal was deployed in the right common femoral artery (rcfa) post angiogram. Pulses were documented as palpable in the right foot. The patient was transferred to the cardiovascular unit with palpable right pedal pulses. Sometime later that same morning, the right pedal pulse was absent and the right foot was cold to the touch. A doppler of the rcfa revealed diminished flow. The patient was sent to surgery and the angio-seal was removed. The surgeon noticed plaque in the artery. The patient tolerated the surgery well, recovered well and was discharged the next day.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.